Event description:
Per solicited call to pt's mother, mother reported that the pt's one pump (sn (B)(4)) has a line that runs through the screen, mom says the pump is working fine but sometimes when the line appears, it cuts through some of the numbers. Pt did not miss any doses and has a functioning back up pump in case the one in question stops functioning. No further info available. Reported to (B)(6) by pt/caregiver.